Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code had occurred during a run-in test on the device. The device's printed circuit assembly (pca) board was replaced to address the issue. Additional findings not related to the malfunction/issue was unable to read error log, the blower and machine hours, and software version on the device. The same pca board mentioned above was replaced these issues. There was no evidence of foam particles on the device. After replacing the part, the device passed all system tests. After the part was replaced on the device, all system tests had passed on the device.